Manufacturer narrative:
Pump was received with blank display due to moisture damaged electronic assembly.

Event description:
Information received by medtronic indicated that the insulin pump had a fluid because it was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.